Event description:
A customer reported that the sample racks on their unicel dxc 800 pro instrument were coming out of the offload tray wet. No fluid was observed on the sample tube caps. The customer also found fluid in the tray of the hydropneumatic compartment. The leak was contained to the instrument. In addition, no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed leaking from the cap piercer blade wash and determined that no vacuum was present in line 118; the fse assigned the cause to an obstructed quick connect fitting between line 118 and line 180. The obstruction was pieces of sample tube caps. The manufacturer reference number for this event is (B)(4).